Event description:
The customer complained that a non-reproducible higher than expected result was obtained from a known troponin I free sample processed using vitros troponin I es reagent on a vitros 5600 integrated system. Tropi es result: 0.065 ng/ml vs expected <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. No patient samples were affected since patient sample testing had been discontinued prior to this event; however the investigation cannot conclude that patient sample results would not be affected if the event were to occur undetected. Ocd has no awareness of allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible higher than expected result was obtained from a known troponin I free sample processed using vitros troponin I es reagent on a vitros 5600 integrated system. The assignable cause for the event is most likely a sample specific issue due to poor sample quality. A vitros tropi es reagent issue or an instrument issue cannot be ruled out as potential contributing factors to this event. The investigation is ongoing.